Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported she was in the hospital and needed assistance finding her basal rates to give the information to her doctor. Advised patient on how to go into her menu options and find "program basal rate profile." Advised patient on how to use the menu button to go through each hour. Patient stated she was in a hurry and did not wish to provide much information at this time. Patient reported she woke up this morning and started throwing up. Patient stated her blood glucose was 580 mg/dl around 7 am when she first woke up. Patient reported she did not receive any alerts on her infusion device. Patient's target blood glucose range is around 125 mg/dl. Patient stated she is still connected to her infusion device because the hospital wanted her to remain on the device to stabilize blood glucose. Patient reported her blood glucose is back to 134 mg/dl. Patient stated when she arrived at hospital she was in "ketosis." Patient clarified that she was in ketoacidosis. Several attempts to follow up with the patient were unsuccessful. No product return was requested.